Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. Based on the quality investigation, internal components were worn and tight fitting. Various components were replaced and the device was returned to the user facility.

Event description:
It was reported that during a sectioning of a bridge procedure, the device overheated. The procedure was completed with another device. There was no delay and no allegations of adverse consequences associated with this event.